Event description:
It was reported following a left-heart diagnostic catheterization, an angio-seal device was deployed. Approximately 9 days later, the patient presented with signs of infection and a pseudoaneurysm was identified. Surgery was performed to remove the device, repair the pseudoaneurysm and femoral artery. The anchor and collagen components of the angio-seal device were found to be deployed in subcutaneous tissue. A tissue sample was sent to pathology which revealed beta strep. Following surgical intervention the patient was sent home and reported to be recovering with follow-up orders for rehabilitation. Date of explant was reported as one or two dates in 2003; therefore the date of surgical intervention cannot be reported.